Event description:
It was reported by service report that nurse call was not functioning on the left and right siderails. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - faulty cpu board and siderail cables hindered nurse call functionality.